Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report number 3005099803-2024-01901 for the spyscope ds ii access & delivery catheter and for the spy ds controller. It was reported to boston scientific corporation that a spyscope ds ii access & delivery catheter and a spy ds controller were used during the procedure on (B)(6) 2024. During the procedure, while the scope was outside of the patient, the image has disappeared. The procedure was not completed due to this event. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block d4, h4: the complainant was unable to report the serial number; therefore, the manufacture date and expiration date are unknown. Block e1 initial reporter state/province: (B)(6). Initial reporter zip/post code: (B)(6). Block h6 (impact codes): imdrf impact code f1001 is being used to capture the reportable event of aborted/cancelled procedure.